Manufacturer narrative:
The device was returned for evaluation. A visual inspection was performed on the actual device (wb991046 esg-100 electrosurgical generator) with no physical anomalies observed on the housing or connectors. The unit was tested with bipolar and monopolar hand piece instruments, respectively. Coag and cut functions test normal throughout the evaluation. When the yellow cut foot pedal was pressed, cut output was activated. When the blue coag foot pedal was pressed, coag output was activated. All power output measurements were within the standard specifications. The customer did not return the foot switch or hand piece instruments for evaluation. Based on the evaluation, the reported complaint was not confirmed. The manufacturer performed a review of the manufacturing documentation for the affected lot/ serial number and no nonconformities or deviations regarding the described issue were noted. The DHR showed that the device met all specification. The IFU indicates the below: before activating the output, confirm that the settings as indicated are correct and make sure to use the intended footswitch pedal only (cut or coagulation). By pressing the cut pedal, cut output will occur. By pressing the coagulation pedal, coagulation output will occur. The output is activated as long as the footswitch is pressed. During the activated output, the corresponding activation indicator will light and the output tone can be heard. The output will stop when the footswitch is released. If inadequate output is observed, stop the procedure immediately. Use the power switch (0) as emergency stop for malfunctions (e.g. In case the footswitch does not react).

Event description:
The manufacturer was informed that the device malfunctioned during a procedure. The device was cutting instead of coagulating.